Event description:
It was reported when using the bd pyxis anesthesia system had drawer issue where drawer 3 was not populating the necessary map on the screen when they open the drawer. The customer added that this malfunction caused a delay in dispensing medication to patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was an issue in drawer 3. The field service engineer reseated connection to drawer 3 to resolve. The system functioned as intended after the field service engineer troubleshooted the device.